Manufacturer narrative:
Investigation summary: bd received one (1) used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for underfill with the incident lot was observed. Additionally, 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. Also, a draw test was performed at the manufacturing site on 10-production lot in-house retention tubes and no underfill was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of underfill. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® sodium fluoride/potassium oxalate 5mg/4mg, the customer had difficulties; one (1) tube underfilled. No patient impact reported.